Event description:
It was reported that the insulin is not moving through the insulin pump. Customer is not getting the alarms. The blood glucose reading is climbing higher. Customer has treated with 10 to 15 units and nothing is happening. The blood glucose reading was 348 mg/dl has decreased to 196 mg/dl. During troubleshooting, the time and date was incorrect. Assisted the customer with making corrections. Customer found a bent cannula. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.